Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on. The device's internal battery needs replaced to address the issue. Additionally, the device was noted to have cosmetic inlet cracks. The device was not needed for inventory, and the device was scrapped.